Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the device evaluation, the reported event was confirmed. Based on the results of the investigation, the foreign material was unable to be identified. The foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope channel tube had foreign matter. The issue occurred during reprocessing and there were no reports of patient harm.